Manufacturer narrative:
Per a good faith effort response, after further troubleshooting, the device could not turn on to see if there was a battery failure, it was shutting off instantly. After the customer replaced the battery, it did not fix the issue. It was confirmed that the power supply caused the reported problem. It was not due to a defective battery. The battery had been ordered and was replaced as a preventative measure. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device does not operate on internal battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the battery to resolve the reported issue. The investigation is ongoing.